Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the follow-up, the physician could not perform a threshold test. The programmer had to be restarted to proceed to that test.